Manufacturer narrative:
Device passed the self test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the buttons were not working. The customer¿s blood glucose level was 400 mg/dl. The customer stated that the button was hard to press. The troubleshooting was declined for high blood glucose and performed for keypad anomaly. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.